Event description:
It was reported that the size, fit and placement of one (1) size 6 cfs, cuffless tracheostomy tube device was unsatisfactory. Reporter also states that during nocturnal ventilation the patient has been experiencing increased air leakage. Additional/specific information regarding the involved device, usage, lot number etc. Have been requested, but not received by the manufacturer. There was one (1) patient involved with no reported injuries. The involved 6 cfs device is reportedly available to be returned for testing and evaluation. As of this date, the involved device has not been received by the manufacturer.